Event description:
The customer reported the system displayed filament and collimator calibration required errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded flash and configuration files. The system operates as intended.